Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure 4 resolute onyx des were implanted in the rca . One day post index procedure the cec as assessed that the patient suffered from a non-q wave mi in the target vessel/rca. A revasc was performed in the prox rca. The cec has adjudicated that this is an event.

Manufacturer narrative:
The patient also has a history of cad. If information is provided in the future, a supplemental report will be issued.